Event description:
It was reported the system was displaying an iris pot error and the l-arm motor was not running smoothly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the iris pot error. Ge rep adjusted the l-arm worm gear, and performed a collimator calibration. System operates as intended.